Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported by the company representative that during a mandible fracture surgery, the head of the screw fractured off during the final turns of screw tightening.